Event description:
Caller reported a power source alert had occurred. There was no reported adverse impact on the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which caused the pump to begin charging, requiring no further assistance.